Event description:
Reporter alleged passing out and being transported to the hospital due to the blood glucose monitoring device result. Reporter stated glucose device result of 186 mg/dl in 8/05 at 8:30 pm. Family member gave pt 5 extra units of insulin. Reporter indicated a retest at 12:30 and the glucose results was 114 mg/dl. Reporter stated passed out at 1:00 am. Reporter stated a family member called the hospital and ambulance tested with their blood glucose monitoring device where they obtained a result of 30 mg/dl. Reporter stated being rushed to the hospital and being treated with "sugar water". Reporter indicated controls were used and in range. A request was made for the return of the suspect device and replacement product was sent.